Event description:
Baxter reports the locking cap on the capd transfer set could not be locked properly with the baxter titanium adapter and fluid leaked out during initial installation. Affiliate reports no pt injury or medical intervention as a result of the incident.